Event description:
A customer reported to beckman coulter, inc. (Bec) a troponin I (accutni) reagent pack mis-load on the synchron lx I 725 system. The mis-load led to four ind flagged results on a troponin I assay. No results were reported out of the lab. The synchron lx I 725 system flagged the results as "ind" because it did not detect reagent in the reagent carousel. No patient results were believed to be affected by the mis-loaded pack. There are no reports of patient injury or unnecessary medical treatment as a result of this event.

Manufacturer narrative:
The customer did not follow the outlined procedure for loading a new reagent pack on the system. No sample data, centrifugation, or calibration data were provided. Through routine troubleshooting with customer, bec customer technical support (cts) discovered that the reagent pack was loaded in an incorrect slot on the reagent carousel. Per cts instructions, customer removed reagent pack and discarded it. User error is the root cause of this event.